Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : 830-s lead, implanted (B)(6) 19998. (B)(4).

Event description:
It was reported that the day after the implant procedure, the left ventricular lead pacing waveform on the monitor at the ward showed a change. A x-ray confirmed the lead dislocated from the previous day's placement site. No issues were noted with the threshold or sensitivity so the lead is being monitored and remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.